Event description:
It was reported that the titanium adapter would not connect to the patient connector of the transfer set when the transfer set was changed. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was sent to the manufacturer and investigation was performed at their facility. Visual inspection and performance testing were performed with no issues. The device met all specifications. Should additional relevant information become available, a supplemental report will be submitted.